Event description:
Boston scientific received information that a yellow alert was issued as the pacing impedance measurements on the left ventricular lead were greater than 2000 ohms. Additionally, the threshold measurements had increased. When the configuration was programmed left ventricular ring to right ventricle, there was no capture. When the configuration was programmed to left ventricular ring to can, there was capture and the impedance measurements decreased. No adverse patient effects were noted.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Information was later received that during a device changeout procedure, the lead tested appropriately through the pacing system analyzer and new device. As a result, this lead remains implanted.